Event description:
It was reported that the patient experienced no stimulation sensation and never having therapeutic effect. The patient was not reaching a 50% reduction in symptoms and sometimes felt pain. It was noted that the ins was beneficial at first but the patient fell (B)(6) 2011. The patient went a year trying to reprogram ins and the physician stated that the connection was "an inch and a half off." The patient had a revision (B)(6) 2012. Since then, the patient had no therapeutic relief and had pain. The patient was wondering if they should continue to increase ins. The patient switched programs (B)(6) 2013 and stated it was better than the previous program but was still not giving her relief. The patient was on program 2 at 1.2v and was going to continue on current program. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-33, lot#: v779595, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).